Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'ec 345' was not reproduced. A review of the event history log revealed ec345 (thermistor disparity). A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation found the upstream thermistor and downstream thermistor were within specification. The ultrasonic sensor and the upstream sensor will be replaced as per precaution. Should additional relevant information become available, a supplemental report will be submitted.